Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2013 via tha at another hospital. It was reported that the revision surgery was performed on (B)(6) 2020 due to a suspicion of armd and a pain of hip joint. During the surgery, the surgeon found lump of blood tumor, so the surgeon commented that maybe it was not armd. The surgeon replaced the liner and the head, and completed the revision surgery. It was unknown whether there was any surgical delay. No further information is available.